Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's pacemaker (pm) had a competitive atrial pacing event that led to the patient having atrial fibrillation (afib). The patient's afib caused the automatic mode switch (ams) alert. No intervention or patient condition was reported.